Manufacturer narrative:
P-cap or reservoir locks properly into place. Unit received with blank display due to corroded electronic assemblies. Unable to perform displacement test, self test, and current measurements due to display anomaly. Unit received with pillowing keypad overlay, minor scratches on case, cracked case (battery tube), cracked case-corner of belt clip rails and broken battery tube threads. (B)(4).

Event description:
Information received by medtronic indicated that the screen of insulin pump was flashing white and backside had a crack. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.